Event description:
During an in-clinic follow-up while attempting to perform a software download, the device went into back-up vvi (bvvi) mode. Technical support was contacted and the device was restored by a firmware download to resolve the event. The patient is stable.